Event description:
The tech alleged the bed exit did not alarm loud enough to be heard outside pt's room. No injuries reported.

Manufacturer narrative:
The tech replaced the scale board to resolve this issue.